Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient had a head computed tomography which revealed subacute long posterior ciliary artery and middle cerebral artery lesions. There was no evidence of a thrombus when reviewed with echocardiography. The patient was noted to have the ability to move all extremities and follow commands. The patient was concurrently on venoarterial extracorporeal membrane oxygenation support and prior to impella was on an intra-aortic balloon pump. The patient remained on impella cp support until they were stable enough to determined if they no longer required mechanical circulatory support. The patient was successfully weaned and explanted.

Manufacturer narrative:
The investigation of stroke/cerebrovascular accident has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the stroke/cerebrovascular accident could not be determined.